Event description:
Coupling or communication issues were reported. The ins seemed tilted. Add'l info received reported that the cause of the event was poor coupling to the ins attributed to weight gain. It was assumed the ins was too deep in the pocket with the pt weight gain of 15 lbs. Impedance checks were done (B)(6) 2011 and #6 & #8 <50 ohms were measured. Impedance checks on (B)(6) 2011 indicated measurements were within specs. An x-ray was taken on (B)(6) 2011 and indicated no abnormalities with the ins. Additionally, it was reported the lead had migrated. The hcp was able to program on (B)(6) 2011 and (B)(6) 2011 around the lead to avoid abdomen stimulation and was getting good coverage. An ins site revision was scheduled for (B)(6) 2011. The pt did not require hospitalization due to the event and there was no injury.

Manufacturer narrative:
(B)(4).